Event description:
Procedure: lung transplant. According to the reporter: one month after the surgical procedure, it was noticed by x-ray rib remoteness. A fistula had occurred between the ribs. After opening the patient, it was noticed that the suture had breached (ruptured at 4 points).

Manufacturer narrative:
.